Manufacturer narrative:
Section a3a - sex was updated with additional information received from customer.

Event description:
The customer reported falsely decreased architect tsh and provided the following data for a 10 year old (sample ID (B)(6)): on (B)(6) 2024 initial tsh result was 0.613 and repeat result on 30 apr was 0.6590 (reference range 0.700-5.700 uiu/ml). Sample sent an outside lab and on 27 apr generated a result of 1.24 (reference range 0.60-4.84 uiu/ml). There was no reported impact to patient management.

Event description:
The customer reported falsely decreased architect tsh and provided the following data for a 10 year old (sample ID (B)(6)): on (B)(6) 2024 initial tsh result was 0.613 and repeat result on 30 apr was 0.6590 (reference range 0.700-5.700 uiu/ml). Sample sent an outside lab and on 27 apr generated a result of 1.24 (reference range 0.60-4.84 uiu/ml). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any non-conformances, potential non-conformances, or deviations associated with the customer reported event. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. The overall performance of the architect tsh reagent was reviewed using field data from customers. The review found that the median values are within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect tsh reagent lot 59319ud00.

Manufacturer narrative:
E1 phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh and provided the following data for a 10 year old (sample ID (B)(6)): on (B)(6) 2024 initial tsh result was 0.613 and repeat result on (B)(6) 2024 was 0.6590 (reference range 0.700-5.700 uiu/ml). Sample sent an outside lab and on (B)(6) 2024 generated a result of 1.24 (reference range 0.60-4.84 uiu/ml). There was no reported impact to patient management.